Manufacturer narrative:
Block h6: device code 1069 captures the reported event of pull wire break. Block h10: visual analysis of the returned device found the working length was broken at the proximal section. The handle cannula was still attached to the handle correctly. No issues were found in the basket wires and the tip was still attached to the basket wires assembly. Pull wire was removed from the coil assembly for inspection and found evidence of bending. Based on all available information, it is most likely that procedural factors encountered during the procedure could have lead to the bending of the working length. The pull wire had evidence of bending indicating that the device was submitted to bending forces which could have contributed with the pull wire break and impacted the overall performance of the device. The failure of working length (pull wire and coil) broken could have been caused due to resistance to the internal components in the bending section. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used to capture a gallstone. However, the pull wire broke. The basket released the stone and was pulled out of the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used to capture a gallstone. However, the pull wire broke. The basket released the stone and was pulled out of the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.